Manufacturer narrative:
H.6. Investigation: bd had not received samples, but photos were provided by the customer facility for investigation. Four (4) customer photos were received for review and analysis. Three (3) photos show tubes having the reported issue of label lift, therefore, this complaint is confirmed. One (1) photo shows a damaged a damaged traypack. Loose beads within the traypack were confirmed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Bd has initiated further root cause investigation relating to the issue of label lift through a corrective and preventive action (CAPA#(B)(4)).

Event description:
It was reported that the labels are lifting prior to use with 1000 bd vacutainer® serum blood collection tubes. The following information was provided by the initial reporter: label lifting.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the labels are lifting prior to use with 1000 bd vacutainer® serum blood collection tubes. The following information was provided by the initial reporter: label lifting.